Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog#- 5540430, 510k#- k113174 and UDI: (B)(4) is approved for sale in us. Visual and microscopic examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the threads. This is consistent with misalignment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion (psf) at l1-l3 due to l2 burst fracture. During the surgery, burrs occurred because break off set screw could not be inserted after correction with trauma device. Three screws, except for left l3, were replaced because of burrs. No fragment of the implant remained in the patient. No patient complications were reported.